Manufacturer narrative:
The information for the additional 510k is as follows: g4. PMA/510(k)#: k014123. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd bactec¿ mgit¿ 960 sire kit, a contaminant was found and aspirated out from inside one (1) supplement bottle. There were no health impact or consequences reported.

Manufacturer narrative:
The following fields have been updated with additional information: d9. Device available for evaluation: yes. D9. Returned to manufacturer on: 26-aug-2025. H3. Device eval by manufacturer?: yes. Investigation summary: mgit 960 sire supplement kit batch: 4262227 is composed of mgit 960 sire supplement batch: 4179585, mgit 960 streptomycin batch: 4185544, mgit 960 isoniazid batch: 4185545, mgit 960 rifampin batch: 4185546, and mgit 960 ethambutol batch: 4185547. The batch history record reviews for the kit and each of its components were satisfactory and no quality notifications were generated. The complaint history was reviewed, and no other complaints have been taken on this kit batch or any of the components. Mgit 960 sire supplement is manufactured by rehydrating the media components with usp purified water and mixed until a homogeneous solution is obtained. The solution is then sterile filtered and dispensed into vials; stoppers are manually placed in the vial opening; septum caps are manually placed on top of the stopper and then mechanically crimped per standard operating procedures (sop). Antibiotics mgit 960 streptomycin, mgit 960 isoniazid, mgit 960 rifampin and mgit 960 ethambutol are manufactured by rehydrating components in usp purified water and mixing into a homogenous solution. The solution is then sterile filtered, dispensed into vials and stoppered by machine. The vials are lyophilized and crimp caps are applied per sop. Eight mgit 960 sire supplement vials are then manually packaged with one vial of each antibiotic to make a mgit 960 sire supplement kit (material 245123). Retention samples were not available to assist with the investigation of this complaint. There were two photos received to assist with this investigation. One photo showed supplement batch: 4179585, exp 2025-12-24 beside a dish with a blob inside. One photo showed kit carton label: 4262227, exp 2025-12-24. One sire kit batch: 4262227 with seven supplement vials of batch: 4179585 were received with no visible defects. Three returned vials were incubated at 20-25 degrees celsius and four supplement vials were incubated at 33-37 degrees celsius. At 7 days, no growth was observed in the incubated supplement vials. This complaint can be confirmed from the photos received. No complaint trends have been identified for this product. Bd will continue to trend complaints for contamination.

Event description:
It was reported when using the bd bactec¿ mgit¿ 960 sire kit, a contaminant was found and aspirated out from inside one (1) supplement bottle. There were no health impact or consequences reported.